Manufacturer narrative:
The patient was sent a replacement blood pressure monitor. The original monitor was inspected, and no issues were found during our internal investigation process. The devices functioned as intended.

Event description:
Patient compared the teladoc blood pressure monitor simultaneously to a manual reading at his doctor's office. The teladoc blood pressure monitor was 20 points higher. Patient didn't receive any medical treatment based on the product malfunction.